Event description:
Additional information indicates that the cardiac resynchronization therapy defibrillator (crt-d) was subsequently removed as a new system was implanted on the opposite side by physician's choice. The crt-d is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The patient also had sepsis and was given antibiotics. The crt-d was explanted and then used externally as a temporary pacing device. There were no additional adverse patient effects reported. The crt-d remains in service.